Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. (B)(4). The device history record (DHR) was reviewed. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Methods: no testing methods performed. Results: no results available since no evaluation performed. Conclusion: device not returned. (B)(4).

Event description:
It was reported that a patient underwent a procedure with a celsius thermocool catheter. The catheter was not sterile as the plastic box was not properly sealed. The catheter was not used on the patient. A different catheter was used to continue with the procedure. The procedure was completed with no patient consequence. Since it was observed that the pouch was not properly sealed and a packaging defect compromises the sterility of the product, this event has been assessed as a reportable malfunction.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent a procedure with a celsius thermocool catheter. The catheter was not sterile as the plastic box was not properly sealed. The catheter was not used on the patient. A different catheter was used to continue with the procedure. The procedure was completed with no patient consequence. The returned device was visually inspected upon receipt and it was found in normal conditions. Catheter packaging pouch was not returned for analysis. Further information received indicates that there was no picture available of the issue. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 12/7/15. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).